Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The cause for the reported issue was determined to be due to the therapy pcb assembly. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a routine check on their device, the device logged an event code in the device's memory. The device had logged an event code in the memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from a selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and found that diode, designator cr30, was electrically shorted between pins 5 and 9 which caused the event code to be logged in the devices memory and the defibrillation energy delivery to be missing the negative portion of the biphasic waveform.